Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026, it was reported that at approximately 7:00 AM, the CGM was "HIGH" reading on the Dexcom G7 app, with no specific glucose value displayed. Because he was using an Omnipod insulin pump, the system automatically delivered insulin for several minutes in response to the elevated sensor readings. Despite the insulin delivery, there was no change in the Dexcom readings. At approximately 7:30 AM, the patient´s wife found him unconscious in their bedroom and was unable to wake him. She checked the Dexcom G7 app, which displayed a glucose reading of 86 mg/dL. Suspecting a problem, she performed a fingerstick blood glucose test, which showed a reading of 44 mg/dL. She immediately called emergency medical services (EMS). While he was unconscious and waiting for the EMS, his wife, who is also a nurse started treating with glucose, but couldn't specify the type of glucose and which route it was given. Upon arrival, EMS verified the fingerstick reading of 44 mg/dL. The patient was regaining consciousness when the paramedics treated him with oral glucose (Glucose 15). After a few minutes, the patient regained full consciousness. Before EMS departed, a repeat fingerstick test showed a glucose level of 111 mg/dL. However, at that same time, the Dexcom G7 was displaying a glucose reading of 44 mg/dL. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. When the patient's wife found him unconscious, the reported glucose values fall within the C zone of the Parkes Error Grid. When EMS arrived, the reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.